Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Caller received assistance from technical support with a pump reset, successfully started their sensor session, and did not experience further issues.